Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the interface (umbilical) cable for the navigation system was defective. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that an open occurred between two pins while all other tests passed.